Event description:
It was reported that the patient was transported to the hospital via ambulance with heart rate in the 40's (sinus brady). The device showed eri (battery voltage 2.68 and impedance 7800 ohms) and no output was also observed. The device was explanted, returned, and subsequently tested out of specification during the manufacturer's analysis. No further patient complications have been reported as a result of this event.